Event description:
It was reported that the patient saw the health care professional and at that time, the manufacturing representative reprogrammed the patient. In the prior week, the patient was having sharp pains up her back and was scheduled for surgery on (B)(6) 2014 to have the implantable neurostimulator (ins) replaced. The patient stated that she had a disconnected wire and was told as time went on that the symptoms would get worse. The patient stated that they felt that between the wire being disconnected, not having the coverage and the ins battery inside probably dying, that was the reason for the upcoming ins replacement. It was noted that the patient was trying to do everything up until the point of her replacement. The patient wanted to know if there was something she could do to get by because it was intense sharp pain. It was noted that in the prior couple of weeks, the patient had been getting on and off sharp pains in her lower back and now was going up the left side of her back. The patient noted that they could not program it so it could cover the patient¿s legs and back. The patient figured she was just doing too much. She would increase the stimulation to see if that would help and it made things worse. The patient noted that her symptoms that started two weeks prior to the report came on gradually and she only noticed the pain once a day, but now the symptoms were constant and she could not get the relief from it. It was noted that the patient had her stimulation on constantly to get relief. It was noted that a few months after the patient first had the ins put in, she had vicodin and aleve to help alleviate until she got used to the pain stimulator being put in. The patient had not had to take them and did not want to take the pills now if she could avoid it. It was further noted that the battery replacement was for normal battery depletion. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the patient¿s pain and inadequate coverage was due to an open circuit. A program was developed around it without the same pain relief as before. It was noted that a lead revision was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the lead revision had been postponed secondary to other health issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n246974, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seeing a call your doctor icon. The patient was not sure what code it was. When the patient synced with the implantable neurostimulator (ins), the patient was not seeing the message anymore. It was noted that in (B)(6) 2014 the patient had a fall and 2 leads in her back became disconnected and she had an increase in pain. She also broke some ribs as a result of the fall. Additional, the day prior the patient's legs started feeling like (B)(6). It was noted that the patient had a heart attack and it was her 4th heart attack. They were going to replace the leads in (B)(6), but they were not able to because of the stent that they had put in. The heart attack was not related to the device. It was later reported that the patient saw an elective replacement indicator (eri) message. The message was cleared and she was able to still use stimulation. The patient wondered if it was possible to check voltage in the ins. The earliest the patient could get a spinal cord stimulator (scs) replacement would be in (B)(6) due to the heart attack. The patient also had a prescription for a transcutaneous electrical nerve stimulation (tens) unit. It was later reported that the patient was still seeing the eri message and she was trying to make her ins battery last a little longer. She would usually never turn it off and she was wondering if turning it off at night would help it to last a little longer. A manufacturing representative (rep) told her she had 2-3 weeks.